Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event could not be conclusively determined. The reported surgery and hospitalization are the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system. The navitor was implanted successfully at a depth of 4mm non-coronary cusp and 5mm left coronary cusp. Post procedure during hospital stay, the patient developed complete heart block. A permanent pacemaker was implanted on (B)(6) 2024. The patient was reported to be stable.